Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain and pain from right ventricular (rv) lead pacing. It was further reported that the rv lead had perforated and the patient experienced pericardial effusion. The rv lead was revised and remains in use. No further patient complications have been reported as a result of this event.